Event description:
A surgeon reports a pt that was overcorrected following a custom myopia with astigmatism procedure. This report is for the right eye, the left eye is being submitted under MFR report #1061857-2007-00255. This pt was treated for a monovision outcome and the target for the right eye was plano. At 3.5 months post-op, the right eye exhibited an overcorrection of +1.50 diopters. Bcva had improved one line from pre-op and ucva had improved from 20/400 to 20/70+2.

Manufacturer narrative:
The investigation, including root cause determination is in progress.